Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed and found to have broken snake wrist at the distal end causing the distal tip to be removed. As a result, of the distal tip was broken and not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the suction irrigator was used for a surgical task and the tip fell off in the patient. The fragment was retrieved during the same surgical procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.